Event description:
A customer reported a pt experienced an unexpected outcome, residual refraction of six diopters, following an intraocular lens (iol) implant procedure. The customer indicates the biometry results were inaccurate. It has not yet been determined whether or not the pt will undergo a lens exchange or wear glasses. Add'l info has been requested.

Manufacturer narrative:
A review of the service request (sr) indicates that the company rep examined the system and found that a user preset on their system was named "contact", but in the settings, the immersion technique was selected. The company rep then guided the users to correct the settings. The company rep informed the customer to replace their prager shell for use in the immersion technique due to an observed crack. Preventive maintenance (pm) was performed. The system was then tested and met all product specs. A review of complaints for the last 24 months did not indicate any add'l related reports for this system. The company rep found that the wrong measuring technique was being used by the users at the facility. A user preset titled "contact" had settings with the immersion technique selected. There are two techniques that can be used to measure the axial length of the eye with the system: immersion and contact. The immersion technique adds an offset value to the readings due to the use of a shell that is placed on top of the eye with this technique. Therefore, if the technique selected on the system is different from the one that the operator uses, it can impact the accuracy of the results. The root cause of the reported event was attributed to the operator performing a measuring technique different from the one selected on the system. The operator's manual, includes a warning stating: "ensure that the correct technique (contact or immersion) is selected for the technique being performed. Incorrect technique selection will impact the accuracy of the results." Alcon will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4).